Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1910230 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, three picture samples provided were evaluated by our quality engineer team. Through examination of the pictures, a brown stain was observed in the injection points of the barrel. It has been determined that the brown stains are embedded contamination produced during the molding injection process. Due to the high working temperatures, some particles can remain stuck in the internal walls of the molding components and become burnt. These burnt particles can become detached and remain embedded into the newly molding product. This is a cosmetic defect with no risk to the patient health, as the burnt components are embedded without the possibility of detachment.

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: syringe has a brown stain inside, when opening the packaging. I confirm the defect was noticed before use, no product in the syringe, no consequences.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 20 ml syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: syringe has a brown stain inside, when opening the packaging. I confirm the defect was noticed before use, no product in the syringe, no consequences.